Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: not observed. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, b6, d9, h3, h6.

Event description:
Patient reported right side "exchange with no complaint against the device". Healthcare professional later reported "deflation". The device has been explanted and replaced.

Event description:
Patient reported right side "exchange with no complaint against the device". Healthcare professional later reported "deflation". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b6, d1, d4, d9, h3, h4, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "exchange with no complaint against the device". Healthcare professional later reported "deflation". The device has been explanted and replaced.